Event description:
A generator reset was performed and impedance was still high. The patient went in for surgery and impedance was normal prior to surgery. . During the procedure the pin was observed to be properly inserted. It was noted that a test resistor was used and the generator showed high impedance. The generator was re-connected to the lead and impedance was ok. Due to the inconsistencies, the surgeon opted to implant a new generator which showed ok impedance multiple times. The patient then presented with high impedance in follow-up appointment after the replacement. The generator was received but product analysis has not been completed to date. No further relevant information has been received to date. No known additional relevant surgical intervention has occurred to date.

Event description:
The patient presented with high impedance about two weeks after initial implant. The device then showed normal impedance the following day. Then a couple weeks later high impedance was seen again. The patient is having hoarseness with stimulation. X-rays were reviewed but due to the quality of the image it could not be assessed if the connector pin was fully inserted in the connector block or if any discontinues or sharp angles are present in the lead. Thus the cause of the high impedance could not be confirmed. The physician believes the pin is fully inserted. The device history records of the lead were reviewed. The lead passed final quality and functional specifications prior to release. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
Product analysis was completed on the explanted generator. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The setscrew shows indention marks, indicating the lead pin was once secured. The septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. The pulse generator showed no signs of variation in the output signal and demonstrated the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator. No further relevant information has been received to date. No additional known relevant surgical intervention has occurred to date.